Event description:
While this device was in auto MRI mode, the device reset several times and went into backup mode. While the device was in backup mode the patient received 3 shocks due to the noise caused by emi. Should additional information be received, this file will be up dated.

Manufacturer narrative:
(B)(6) 2022 device explanted due to eri. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data were inspected. The inspection showed, that the device was successfully programmed to the MRI mode auto on (B)(6) 2021 at 11:38 am. At 11:49 am on the same day the ICD detected strong magnetic fields, indicating the beginning of the MRI scan, and automatically activated the MRI mode as specified. The data further showed that frequent resets occurred during the MRI scan between 11:54 am and 12:01 pm, which led to the automatic activation of the backup mode. At 01:32 pm, the device was successfully re-initialized. While the ICD was in backup mode three anti-tachycardia therapies were delivered by the device. The charging time of all three shocks was documented to be greater than 20s. A manual formation, performed on (B)(6) 2022, again showed a charging time of greater than 20s. Based on the available information no conclusion can be drawn regarding the root cause of the frequent resets, which finally led to the backup mode activation. However, based on the analysis results, damages to the charging circuit due to repeated charging cycles in the presence of strong magnetic fields cannot be excluded. If a charging cycle occurs in an external magnetic field, depending on strength and orientation, a saturation of the transformer may appear, leading to a temporary high current condition. This induced high current condition may cause damage to the electronic module. Therefore and in order to exclude any potential harm for the patient we would like to recommend to replace the device and to return it for analysis to biotronik. Of course, individual circumstances and medical judgment determine decisions about patient care and the frequency of follow-up sessions. The above recommendation is based on a purely technical assessment. In accordance to biotroniks post-market surveillance system this occurrence represents a single event. However, biotronik will monitor the post-market performance of this product closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. Should further relevant information or the device itself become available this investigation will be updated.

Manufacturer narrative:
On (B)(6) 2022 device explanted due to eri. The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eri battery status. The device was implanted for 29 months, and 9 charging cycles were recorded in the icds memory. The memory content of the ICD as well as the returned device data were inspected. The inspection showed that the device was successfully programmed to the MRI mode auto on (B)(6) 2021 at 11:38am. At 11:49am on the same day the ICD detected strong magnetic fields, indicating the beginning of the MRI scan, and automatically activated the MRI mode as specified. The data further showed that frequent resets occurred during the MRI scan between 11:54am and 12:01pm, which led to the automatic activation of the safety backup mode. At 01:32pm, the device was successfully re-initialized. While the ICD was in backup mode, three shocks were delivered by the device. The charging time of all three shocks was documented to be greater than 20s. A manual formation, performed on (B)(6) 2022, again showed a charging time of greater than 20s, which led to the activation of the battery status eri. Next the ICD itself was further analyzed, including an analysis of the inner assembly. The destructive analysis revealed a damaged field-effect transistor of the high voltage circuit that led to a prolonged charging time and the activation of the eri battery status. This damage can be attributed to the charging cycles that occurred in the magnetic field during the MRI scan. Depending on strength and orientation, saturation of the transformer may occur, leading to a temporary high current condition. This induced high current condition can cause the observed damage of the field-effect transistor. Other components on the electronic module and the battery did not show any indication of damage or malfunction. Despite extensive analysis of the device and device data, the root cause of the invalid device status that led to the backup mode activation could not be determined conclusively. A temporary component malfunction during the MRI procedure that could not be reproduced during analysis cannot be excluded. As a standard, biotronik closely monitors the performance of our devices including the above mentioned complaint. The information you provided has been entered into our quality system and will be used to further evaluate device performance throughout our organization.